Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure right mid sfa was treated with two in.pact admiral balloon catheters and the right popliteal was treated with one in.pact admiral balloon catheter. Approximately 3.5 months post index procedure, the patient died.